Event description:
It was reported that during an unknown time the device was in need of preventive maintenance. It is unknown if there was patient impact or delay. During product evaluation it was found that the comb was damaged. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb and various other parts were damaged. The comb, comb spring, carrier guide, shoulder bolts, washer, nuts, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: canada.